Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: activelife 1 pc - 1 pc urostomy pouch w/ durahesive (dh). Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a pt had redness under the white tape collar of his urostomy pouch on all sides except at the proximal end. He does experience some itching under the tape collar where there is redness. The pt was changing his pouch every day for a 4 months time period due to leakage. The pt was reported to use another appliance type. Pt outcome is reported by the pt and home hlth nurse that the redness under the tape was decreased.